Event description:
Caller states the patient had lost a tooth and was bleeding heavily for two days. The patient was taken to the hospital; she tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 6.1 inr. The patient was treated with vitamin k, plasma, and warfarin. The patient was hospitalized for 12 days; her condition has improved. Requested return of suspect system however the caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). No date of birth given. It was stated that the customer was (B)(6).